Event description:
It was reported that the right atrial (ra) lead, the right ventricular (rv) lead, and the left ventricular (lv) lead dislodged post atrioventricular node (av) ablation procedure at implant, leading to loss of capture on all channels. The patient experienced hypotension and loss of consciousness. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced. While the rv and lv leads were successfully repositioned. No additional adverse patient effects were reported.